Event description:
High shock impedance greater than 150 ohms shown on home monitoring. Unable to reproduce out-of-range impedance in clinic but device did show higher impedance increase when shock pathway was changed. All other values within range and stable. Chest x-ray recommended at this time. (B)(6) 2014 - able to reproduce out-of-range impedance while lying on left side. Patient was scheduled for lead revision (B)(6) 2014. On day of the revision, the cardiologist was unsure about revision because rep was unable to reproduce out-of-range reading on day of revision, but still showing high reading (141 ohms) when position was changed to patient's side. Going through with lead revision.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.